Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/4/2025, the beta bionics ilet user contacted support after receiving alert 38 (motor stall) on the ilet device. The user reported that no insulin had been delivered for approximately four hours. Support guided the user to perform multiple restarts of the ilet pump; the alert did not reappear immediately following the restarts. At the time of contact, the glucose reading was 395 mg/dl with a downward trend, decreasing to 385 mg/dl during the call. The user later reported recurrence of alert 38 and ongoing interruption of insulin delivery. Support guided the user through a dry run test, during which 165 units were successfully pushed. The user replaced the infusion set and resumed insulin delivery after filling the tubing and cannula. The issue was addressed through user-led troubleshooting under agent guidance. The user reported experiencing dryness, tiredness, and a headache during the hyperglycemic event. They successfully self-treated with fluids. No external assistance, or medical intervention occurred. The user was advised to monitor for recurrence and contact support if needed.